Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter stated that the surgeon partially injected a cc4204a collamer single piece lens, +22.0 diopter, in the patient's eye. The surgeon did not like how the lens was looking so he removed it and implanted the backup lens. There was no patient injury. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
Corrected data: (B)(4).